Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not produce the reported event. No anomalies were found.

Event description:
It was reported that the epg (external pulse generator) stopped while in use on a patient, and there was no low battery indicator shown. It was further reported that the patient did not have any health hazard because they had a "spontaneous pulse" around 40 bpm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device stopped while in use on a patient, and there was no low battery indicator shown. It was further reported that the patient did not have any health hazard because they had a "spontaneous pulse" around 40 bpm. No patient complications have been reported as a result of this event.